Event description:
It was reported the pt has been experiencing abdominal pain and difficulty moving her arms since being implanted. The pt will discuss the issues with her doctor.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.